Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to get the pump returned are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: under infusion of propofol on patient: stopped during infusion while on patient. Red light flashing. No patient injury.

Manufacturer narrative:
Exemption number e2016018. (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. Three (3) volumetrics were performed and tested in spec. The device logs were reviewed and showed multiple bolus infusions with regular confirmed alarms after infusion. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.